Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the battery oscillator device trigger was sticking and the right side on the bottom had no power. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965 ¿ 2016 -14104 is a duplicate of MFR# 8030965 - 2016 - 13921. Please reference MFR# 8030965 -2016 -1392 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate..